Manufacturer narrative:
Title: subxiphoid uniportal bilateral lung wedge resection. Source: european journal of cardio-thoracic surgery 58 (2020) i100¿i102 advance access publication 29 june 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a study evaluated outcome in patients who underwent thoracoscopic bilateral lung wedge resections between 2010 and 2019. Patients were divided into the subxiphoid approach group, the one-stage lateral intercostal approach group and the two-stage lateral intercostal approach group. Endo gia stapler was used for the lung resection. Post-operative complications included one patient with a pulmonary air leak who required surgical closure of the pulmonary leak.